Manufacturer narrative:
Internal complaint number: (B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function.

Manufacturer narrative:
B5: during follow up additional information was provided. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
During the follow up on (B)(6) 2019, it was notified that the patient has a history of surgical site infections and csf leaks. The patient has been hospitalized since on (B)(6) 2019 and as of yet has not been released. She reports that the csf leaks have not been confirmed at the time of the reported issue, but the patient was being treated for them as a preventative action. It was also reported that the infection was at the pump pocket and the catheter insertion site healed well. The pump was not available for return. However, it was reported that the patient has a history of csf leaks and post-operative infections which may be a potential root cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient developed infection at the pump pocket site and had a potential csf leak. Patient was hospitalized and the catheter insertion site healed well. The pump was subsequently explanted.